Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 373 mg/dl at the time of the incident. Customer was able to clear alarm. Customer was able to complete insulin pump rewind. The customer stated that the drive support cap was normal. Customer attempted to clear the alarm, rewind the insulin pump and the motor error alarm was still on the display. Customer reports that blood glucose was high but they would be able to treat with manual injection. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test. Device had cracked battery tube threads.